Event description:
The device was used during a carotid endarterectomy procedure. Reportedly, the suture broke and bleeding occurred. The surgeon performed a re-operation to correct the condition. The hospital has reported the pt's condition is satisfactory.